Event description:
A bipap s/t device was returned to a third-party service center with no initial alleged complaint. During the initial evaluation of the device at the third-party service center, the service technician observed burnt connector. The device was returned to manufacturer service center for further investigation.